Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of three (3) minicap transfer sets. The dark blue section (female connector) separated from the light blue section (main body) while the patient was disconnecting after an exchange which resulted in a minor contamination. The nurse prepared to change the transfer set, however the two new transfers also had separated at the dark blue connection. The last transfer set was connected to the non-vantive catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.